Manufacturer narrative:
The subject device and the fragment were returned to olympus medical systems corp. (Omsc) for investigation. The guide sheath showed that there was a deformation on the distal end and there was a scratch inside. And there was a bending mark around the fitted point of the radiopaque tip. As the result of checking the fitted point of the radiopaque tip, there was nothing abnormal detected. There was a scratch on the radiopaque tip. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the doctor's comment and the duplication test in the past, it was known that the radiopaque tip of the guide sheath might fall off due to extending and withdrawing the angled guiding device (cc-6dr-1) around the distal end of the guide sheath. The instruction manual of the guiding device (cc-6dr-1) in combination with the subject device warns; when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the radiopaque tip of the subject device fell off into the patient during an endobronchial ultrasonography with a guide sheath (ebus-gs). The fragment was retrieved. The doctor completed the procedure with another device. There was no other patient injury regarding this report. The doctor commented that he repeatedly extended and withdrew the guiding device (cc-6dr-1) around the distal end of the guide sheath.